Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the customer mentioned that transport aide was assisting nurse getting patient on bed, with alaris device placed on side rail, which was discouraged by transport aide, which subsequently became loose and pump channel disconnected and fell off hitting patient in head. Patient with small laceration on side of head and minimal bleeding. Patient had subsequent head CT, results unknown. Continued with transfer to other unit. Channel disconnect alert message was observed by transport aide.

Event description:
It was reported that the customer mentioned that transport aide was assisting nurse getting patient on bed, with alaris device placed on side rail, which was discouraged by transport aide, which subsequently became loose and pump channel disconnected and fell off hitting patient in head. Patient with small laceration on side of head and minimal bleeding. Patient had subsequent head CT, results unknown. Continued with transfer to other unit. Channel disconnect alert message was observed by transport aide.

Manufacturer narrative:
Additional information : imdrf annex a code.